Manufacturer narrative:
Patient death: the biomedical engineer (biomed) reported that the g5 monitor gave a "no spo2 probe connected" error message and would not pick up spo2 levels. He had tried rebooting the device and changing the spo2 cable, but the issue persisted. He also tested the original cable on another device, and it worked as expected. This occurred while the patient was coding. Although the patient passed away, the onsite "house super," who was called by ts later, stated they did not believe the spo2 issue was the cause of the patient's death. Additional troubleshooting was performed with the house super, and the troubleshooting results seemed to point to the spo2 cable as the problem and not the monitor. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: central nurse's station (cns): model #: cns- 2101 serial #: (B)(6) device manufacturer data: 05/14/2025 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (biomed) reported that the g5 monitor gave a "no spo2 probe connected" error message and would not pick up spo2 levels. This occurred while the patient was coding. Although the patient passed away, the onsite "house super," who was called by ts later, stated they did not believe the spo2 issue was the cause of the patient's death.